Manufacturer narrative:
Catalog number: partial catalog number indicated since the serial number was not provided. Expiration date: unknown, as serial number was not provided. UDI number: unknown, as the serial number was not provided. If explanted, give date: not applicable, as lens remains implanted. Initial reporter: telephone number: (B)(6). Device manufacture date: unknown as serial number was not provided. The device was not returned for evaluation as the lens remains implanted in the patient's eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had cartridge issue. Although the iol was good, it was tough to fit the distorted cartridge through the wound. There was no surgical intervention reported. The lens remains implanted. No other information was provided.